Manufacturer narrative:
One opened probe was received with a tip protector in a pouch. The sample was visually inspected and found to be nonconforming with clear foreign material on the port face, in the port and on the needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and nonconforming for actuation. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and several locations along the inner cutter. Orange/brown foreign material observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure. The evaluation indicates the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The root cause for the actuation failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported aspiration failure was not confirmed, and it appears that the observed actuation failure was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had aspiration issue before vitrectomy surgery. The surgery was completed after replacing the product with another one. No patient harm was reported.